Event description:
It was reported a volume test failure and a uso sensor seal torn. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The uso seal was torn off. The customers problem was confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. Therefore, recommend that the pumps expulsor to be trimmed in order to bring the delivery into more nominal of a range. A root cause of the event could not be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.